Event description:
It was reported that the user attempted to reinsert the cartridge into the ilet and felt resistance, consistent with a failure to rewind while the infusion set and cartridge were connected to the body; education and troubleshooting were completed, and the user treated with oral glucose as needed. Symptoms included hypoglycemia and hyperglycemia ranging from 39 mg/dl to 352 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in tyhe form of oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue related to procedure or method, with the plunger component implicated during reinsertion. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.